Event description:
It was reported that during surgery the handpiece wouldn¿t retract. Warning screen popped up. Tried reassembling everything and it didn¿t change anything. Delay of about 5 minutes and handpiece was swapped to complete procedure. No patient impact. Investigation results determined that the black snap lock nut was broken, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual evaluation was performed, which confirmed the reported event. The snap lock nut was broken. This would have prevented the snap lock from properly moving during retraction. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 271 similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snap lock has been released.